Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that right ventricular (rv) lead exhibited oversensed noise which subsequently caused an inappropriately shock to be delivered. This rv lead remains in service. No additional adverse patient effects were reported.